Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number of vicryl rapide vr2240? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2025 and suture was used. During the procedure, mix up of 2 references in a box of vicryl rapide vr2253 ordered from the distributor. When opening the pack of vicryl rapide vr2253, the veterinarian found that there were 14 pouches of vicryl rapide vr2253 (curved needle) and 22 pouches of vicryl rapide vr2240 (straight needle). A pouch of vicryl rapide vr2240 was opened to verify that it was vr2240 (straight needle). No wires were used. No adverse patient consequences were reported. Additional information was requested.